Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approximately two months ago. The patient also had another manufacturer stent graft implanted. The patient presented to the hospital and was found to have an infection of the stent grafts as well as the fem-fem bypass. Because the patient is in poor health the physician decided to treat the patient with antibiotics and wait and see how the patient responds. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (infection), (cause of event is unknown), unapproved use of device (pre-operative rupture). Evaluation, conclusions: (cause of event is unknown), user error contributed to event (pre-operative rupture).